Event description:
It was reported that upon interrogation of the implantable defibrillator, a diagnostic anomaly was observed. A warning for safety margin for capture thresholds was displayed despite having two times safety. No intervention or additional information was reported.